Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the max guard ultra minibore tubing extension set was leaking where the syringe attaches. There was a visible crack in the tubing. The patient had recently received diuretics to which he did not respond. There is no further report of adverse effects to the patient as a result of this event.